Event description:
The customer reported conflicting results with the ID now covid-19 assay on direct tested nasal kitted swab sample. The customer reported that the patient initially tested negative with the ID now covid-19 assay on an 29apr2022. The patient was then retested on a different ID now covid-19 assay which generated a positive result on 29apr2022. The customer reported that confirmatory testing had not been performed. No further information regarding patient health status or outcome was provided.

Manufacturer narrative:
This report is being submitted for the initial and the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.